Event description:
The user received analyzer alarms and questionable results for two patient samples processed by the modular preanalytic system (mpa) and tested on the cobas c501 analyzer serial number (B)(4). Of the data provided, the following results were discrepant. Patient sample 1 from a patient in the ICU, initial results from the sample cup from the mpa were potassium of 4.37 mmol/l, creatinine of 1.5 mg/dl with a data flag, glucose of 88 mg/dl and calcium of 9.6 mg/dl. The primary sample tube was then tested and the results were potassium of 7.94 mmol/l with a data flag, creatinine of 0.7 mg/dl with a data flag, glucose of 38 mg/dl with a data flag and calcium of 7.4 mg/dl with a data flag. Another sample was drawn from the patient and the results were potassium of 3.68 mmol/l, creatinine of 0.8 mg/dl with a data flag, glucose of 83 mg/dl and calcium of 8.2 mg/dl with a data flag. Patient sample 2 initial results from the sample cup from the mpa were potassium of 3.90 mmol/l, bun of 23 mg/dl and creatinine of 0.9 mg/dl. The primary sample tube was tested and the results were potassium of 4.65 mmol/l, bun of 45 mg/dl with a data flag and creatinine result of 2.4 mg/dl with a data flag. Another sample tube from the patient was tested and the results were potassium of 4.92 mmol/l, bun of 46 mg/dl with a data flag and creatinine of 2.4 mg/dl with a data flag. The initial results from the sample cups had been reported outside the laboratory for both patient samples. The results from the redraw sample were reported for patient sample 1 as corrected results. For patient sample 2, the results were corrected with the results from the primary tube. The patients were not adversely affected. The lot numbers were not provided for the ion selective electrode (ise) potassium electrode, calcium reagent, creatinine jaffe generation 2 reagent, glucose hk generation 3 reagent or urea/bun reagent. The field service representative found the aliquoter nozzle head had evidence of some drops and cleaned both nozzle heads. To verify the operation, he ran a leakage test with no leaks.